Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011. During the procedure, the device did not work as intended. The device would jump and then not continue to cut tissue. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02261. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed sharpness test with test equipment overload condition; hence device would not cut during the procedure.